Event description:
Correction: the previous or initial MDR submitted on november 07, 2025, was filed inadvertently. There was no evidence of infection. Per the clinic, the patient reportedly vomiting subsequent to sustaining the fall in (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. The wound was reported to have healed after the explant surgery.

Event description:
Per the clinic, the patient experienced a skin breakdown and an infection subsequent to sustaining a fall, exposing the receiver/stimulator. Subsequently, the device was explanted (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.